Manufacturer narrative:
The pouch referenced in the reported incident was returned along with two additional pouches, also damaged. Visual inspection noted all pouch seals to be intact. On each pouch, on the mylar side, a lengthwise slice was observed, approximately 5 in. Long, in the middle of the pouch. The cuts were deep enough to extend into the directions for use pamphlets within the pouches. A device history review was performed on the reported lot number for any deviations related to the reported defect in the complaint. The review confirms that the lot met all material, assembly and performance specifications. While the exact cause of the damage cannot be confirmed, it is possible that the kits were packaged without the cardboard separator placed between the top kit and the folded end flaps of the inner cartons. The location of the damage to the pouches would be consistent with how a box knife would slice the pouches, if the cardboard separator was not in place. As corrective action, we have made our custom packaging employees aware of this issue, and have performed retraining on the applicable packaging procedure. Packaging process controls include 100% visualization of pouches for damage or defects. (B) (4).

Event description:
As reported, during preparation for a PICC placement procedure, a slit was found on the underside of the sterile product pouch when it was removed from the carton. The product was not used, and the package was returned for evaluation. There was no impact on the patient.